Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 11:45 p.m. With blood glucose of 515 mg/dl. The customer fainted and landed on their face in the bathroom. The customer was not wearing the insulin pump during the hospitalization and was off of it for three weeks. The customer stated that they were released on a sunday and experienced a high blood glucose of 500mg/dl the following monday morning. The customer declined to troubleshoot for the high readings. The customer also reported bent cannulas and was assisted with troubleshooting. The customer also mentioned separate high blood glucose levels of 530mg/dl on (B)(6) 2017 but declined troubleshooting. The insulin pump will not be returned for analysis.